Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for one patient. Complaint summary: date: (B)(6) 2013, inratio: 1.x, laboratory: 2.x. Patient's therapeutic range was not provided. No further information was provided.

Manufacturer narrative:
Data provided by the customer were not specified nor valid for comparison test. Unable to perform data analysis. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 312525. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This tissue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.